Manufacturer narrative:
The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-11768 related manufacturer reference number: 2017865-2023-11769 related manufacturer reference number: 2017865-2023-11771 it was reported that the patient presented in the hospital due to endocarditis. The entire pacemaker system and the inactive capped right ventricular (rv) lead were explanted due to infection. The patient was discharged post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.